Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured january 12, 2017 ¿ january 13, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume intermates ruptured during filling. The products had been filled with about 60ml of unspecified solution when the ruptures occurred. There was no patient involvement. No additional information is available.